Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative stated that the device was not returned and will not be returned. Rep was not there and the hospital policy is to retain devices explanted. Hcp was notified of the information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). Healthcare provider reported that they patient wanted the device out because it hadn't worked. There were no known contributing environmental factors that led to the patient perceiving the therapy was not working. It was unknown if any diagnostics had been performed, the implanting physician was no longer practicing in the area and none had been done by the explanting physician. It was noted the explant was planned for (B)(6) 2019. No further complications were reported or anticipated.